Event description:
It was reported the rigid video scope experienced an image disturbance issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: h6 (health effect - impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a broken video cable, a broken light guide bundle, and loss or significant reduction of light transmission. A root cause could not be identified. Based on the investigation results, it is likely that the video cable is damaged, causing image disturbance. Additionally, the light guide bundle within the video cable section appears to be broken, resulting in lost or significantly reduced light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.